Manufacturer narrative:
Several follow-up attempts were made to contact the patient to obtain additional information about the patient, event, and suspect device details. The attempts were not responded to.

Event description:
Patient (user) reported a urinary tract infection (uti) and bleeding concurrent with intermittent catheter use. No medical intervention reported. No device problem reported.